Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) dislodged due to insufficient fixation. It was also noted that the right ventricular (rv) lead exhibited pacing failure and rising thresholds. The lead was reprogrammed and will be explanted and replaced. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.